Event description:
It was reported by service report that the side rail could not remain latched and there may have been sharp edges exposed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is ongoing and if add'l info is received a follow-up report may be submitted.